Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. Device manufacturing date is unavailable. 06/01/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 06/26/2015 a medtronic representative, following-up at the site, reported the suspect passive biopsy needle was discarded by the hospital after the procedure and will not be returned for evaluation. - 08/04/2015 a medtronic representative, following-up at the site, reported the surgeon tried two needles. The second needle was also not visible on the screen, however, following the patient surgery the needle worked on a phantom. Other instruments tracked indeed normally. They locked trajectory in the software several times, however, it was suspected likely that the camera position was not done well for the needle, it was too far. The procedure was not successful. The biopsy was measured and calculated, then taken without following the depth of the needle. - 08/07/2015 software investigation completed. Findings are that camera was not set up properly to track the needle. Software is functioning as designed. Use error. Recommended training to discuss proper camera placement. - 08/17/2015 further clarification from the medtronic representative attending the procedure. To continue the procedure, the surgeon tried several times to navigate and took the biopsy with measurement tool in the depth. There were 3 passes completed, the surgeon then used the rule tool to get a good biopsy sample. A second procedure was completed to obtain a good biopsy sample. - 09/01/2015 medtronic representative has discussed the camera position with the site and reported two subsequent successful surgeries using this system. The camera and the biopsy needle where well seen. The site took a good time to do the set-up with the navigation system and the patient. - no further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system and biopsy needle. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A site physician reported that, while in a cranial biopsy procedure, at least one biopsy needle had not been tracked by the navigation system. The physician reporting was not the physician performing the surgery. No further details, or when in the procedure this issue occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system. It was later reported that a second procedure was completed to obtain a good biopsy sample. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system and biopsy needle. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Correct manufacture date now provided. Instructions for use which accompany this device discuss proper placement of the camera for tracking. Medtronic representative has discussed camera positioning with the site and reported several successful surgeries have been performed with this system since this report. Issue resolved.